Event description:
It was reported that the patient experienced syncope and was found to have no capture on telemetry. The right ventricular ead was explanted and another lead was implanted. No further patient complications have been reported as a result of this event. It was further reported that the device had no pacing and the right ventricular lead had threshold measurements that varied. The device remains in use and the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductor were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage.